Event description:
Customer reported device would intermittently flat line during use on routine monitoring calls. No reported pt related events. Reported condition was duplicated by service rep. Device was repaired and proper operation was confirmed.